Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses ltd. The healthcare professional explanted the t-flex aspheric 623t and implanted a back-up lens without further complication in the original planned surgery session. The healthcare facility has confirmed that no further remedial action is required and that the pt was not injured as a result of this event. Our review of production records for the t-flex asheric 623t iol batch 013e44501 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of MFR of the t-flex asheric 623t iol (january 2013) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 623t iol batch 013e44501. The t-flex aspheric 623t iol is not available in the USA; however, does feature the same haptics as the c-flex 570c and c-flex aspheric 970c iols which are available in the USA.

Event description:
Rayner intraocular lenses ltd received notification from (B)(6) of an event that occurred during use of a t-flex aspheric 623t iol. The event description provided by the reporter states "haptic was broken (small piece) when injected in the eye".